Manufacturer narrative:
Results of retain testing by quality assurance were satisfactory and confirmed reactivity of the e antigens. Customer does not have patient's sample to submit to ocd for evaluation.